Manufacturer narrative:
The initial reporter phone number that is provided is (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance arctic sun device was blocked, it did not cool. Per sample evaluation results on 24jun2025, circulation pump, chiller pumps were blocked contributing to the reported issue.

Manufacturer narrative:
Correction: e, f, h. The initial reporter facility name provided is (B)(6). The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. According to the technician, during the testing phase, all pumps were blocked. Circulation pump was replaced during pm servicing. System calibration according to producer's procedures. Electrical safety inspection of the system. Functional test of the system. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions are needed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance arctic sun device was blocked, it did not cool. Per sample evaluation results on (B)(6) 2025, circulation pump, chiller pumps were blocked contributing to the reported issue, all three pumps were blocked.